Event description:
It was reported via an implant card received that the patient underwent replacement of his generator and lead due to battery depletion and high impedance. The explanted products have not been received to date. No additional relevant information has been received to date.